Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient's physician had asked patient to call animas because hcp feels that the pump is not working. Patient's blood glucose (bg) was ranging between 500-700mg/dl, with nausea/vomiting and positive ketones. Patient entered the emergency room on (B)(6) 2014 and was later admitted that day to a regular floor. The pump was discontinued and patient was started on IV hydration with insulin drip. Troubleshooting by customer support found bolus and basal histories as expected. Though troubleshooting with customer technical support did not reveal any delivery issues, the patient had discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as a cause of /contributor to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2014. The black box shows on (B)(6) 2014 16:45 a replace cartridge alarm; deliveries resumed when pump was primed(B)(6) 2014 19:37. The tdd¿s prior to the event date add up correctly and reflect the users programmed basal rate. Typical usage alarms observed in the alarm history. A delivery accuracy test was successfully completed . Pump found to be delivering accurately and within required range. Unable to duplicate the complaint. The keypad is fully intact. Unrelated to the complaint, the contrast, up, and down keys are intermittently responding to user presses. The ok key is fully responsive. Removed the keypad cover; contamination was found under the contrast, up and down key contacts.